Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The technical support engineer instructed the customer to remove the endoscope from arm 3, rotate the endoscope base until the correct orientation was displayed, press the clutch button on the arm holding the endoscope to cancel guided scope change, and then reinstall the endoscope. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved.

Event description:
It was reported that during a procedure, the camera was registering upside down. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
The probable root cause is attributed to improper setup. It can be resolved by removing the endoscope from the usm, rotating the endoscope, pressing the clutch button on the arm to cancel guided tool change and reinstalling the endoscope. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: the image was inverted. There was in injury to the patient. The endoscope will not be returning.

Event description:
Refer to h11 for follow-up information.